Manufacturer narrative:
The device has been returned. When the investigation is complete, a supplemental report will be submitted. UDI # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant/explant date is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint . It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted that the patient experienced "blisters and itchiness (exact site unknown)."

Manufacturer narrative:
CAPA 2023-006. The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material and confirmed no material defects or changes could be detected. An allergic reaction is possible, no manufacturing deviation or abnormalities are known. E-pro 4.0 - lot#11847204 (erkoloc-pro) was manufactured from april 04, 2022 and was assigned an expiration date of april 2025. Stock product reviewed results complaint investigator reviewed the returned device. Roughness - the flange was smooth; internal/external surfaces were smooth and a little worn. Crack - no major crack was found. Delamination - layers were intact and did not separate. General cleanliness - the returned device appeared to be clean, very little debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 5.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning: ·use only clear, cool water to wash the device. ·do not clean or soak in mouthwash. ·do not use denture cleanser. ·do not use hot water. ·do not use alcohol or hydrogen peroxide. ·do not place in direct sunlight. Keep away from heat sources. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out.

Manufacturer narrative:
Device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA (B)(6). Manufacturer reference: comp (B)(4).